Event description:
On (B)(6) 2014, the reporter contacted lifescan czech republic, alleging inaccurate results of "9.2 and 10.2 mmol/l" on the subject meter as compared to "5.9 mmol/l" obtained on another meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.